Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure when the patient had already left the operating room, the patient complained of chest pain. The pocket was reopened again and testing the lead on a psa revealed loss of capture while unipolar pacing. Microperforation was suspected but could not be confirmed via imaging. The lead was repositioned successfully and remains implanted. The patient was stable post-procedure and will continue to be monitored.